Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6)2019 . The atrial lead was implanted in the auricle and the ventricular lead was implanted in the septum. During the follow-up on (B)(6)2019 , all parameters were normal, however abnormal pacing signals were observed on the electrocardiogram. The pacing system remains implanted. Preliminary analysis revealed that the observed behaviors could have resulted from a ventricular lead positioning issue and/or the patient¿s physiology.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. The atrial lead was implanted in the auricle and the ventricular lead was implanted in the septum. During the follow-up on (B)(6) 2019, all parameters were normal, however abnormal pacing signals were observed on the electrocardiogram. The pacing system remains implanted. Preliminary analysis revealed that the observed behaviors could have resulted from a ventricular lead positioning issue and/or the patient¿s physiology.